Manufacturer narrative:
Loadcell.

Event description:
It was reported by service report that the customer reports scale is not working. It is unk if there was pt involvement or if there are adverse consequences to report.